Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for intractable spasticity. The pump contained lioresal [2000 mcg/ml] at a dose of 100 mcg/day. It was reported a catheter event had been confirmed. The representative stated the hcp tried to aspirate the patient¿s catheter ¿a week or so ago¿ and was unable to aspirate anything back. The hcp learned the catheter was occluded near the butterfly anchor site, so a new catheter was implanted today. The representative guessed ¿a week or longer ago¿ the patient began losing efficacy. A new catheter with 24 cm removed at the spinal end, and .199 ml total implanted volume of the catheter was reported. The representative was inquiring for priming the new catheter; the representative would confer with the hcp. No further patient complications were reported.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp via the representative on 2017-may-15 reported the patient¿s loss of efficacy had been resolved. There was now good csf flow from the tip of the catheter to the pump resulting in good therapy. The explanted catheter was thrown away after the procedure; it would not be returned for analysis. The representative believed the loss of efficacy was a result of a ¿kink¿ near the anchor site due to poor deployment. The patient had no clue what the patient¿s weight was; it was ¿small¿.